Manufacturer narrative:
The patient's weight was unable to be obtained.

Event description:
It was reported the patient's ipg became inoperable due to the patient's ipg no longer being able to hold a charge. As a result, the patient may undergo surgical intervention.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced to address the patient's issue.

Manufacturer narrative:
A4 - patient weight was obtained and provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.